Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of over 400 mg/dl on (B)(6) 2018. Customer stated no symptoms. The customer was treated for high blood glucose via insulin pump. The customer states that the infusion set tube was pinched by a belt clip which led to air inside infusion set tube and no insulin delivery. Troubleshooting was provided. The customer was advised to replace infusion set. No products will return for analysis.